Manufacturer narrative:
The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and deflection evaluation of the returned device. Visual analysis of the returned product revealed that there was a hole in the pebax. Reddish material inside the pebax was also observed. A deflection test was performed, in accordance with bwi procedures. The catheter was deflecting correctly and no anomalies were observed during the test. Regarding the damage in the pebax, all units are inspected to avoid this type of damage during procedure and the root cause of the damage cannot be determined at this time and the pebax damaged observed is not related to the deflection issue reported by customer. As part of bwis quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device [30493213m] number, and no internal actions related to the reported complaint condition were identified. The event described could not be confirmed as the as the device performed without any deflection issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch" electrophysiology catheter and the biosense webster, inc. (Bwi) product analysis lab observed a hole on the pebax. Initially it was reported that during the procedure, the catheter was unable to deflect or relax completely. A second catheter was used to complete the procedure. There was no patient consequence reported. The deflection issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The bwi product analysis lab received the device for evaluation and observed on 15-jul-2021 a hole on the pebax with reddish material inside the pebax. The hole on the pebax was assessed as a MDR reportable malfunction. The awareness date for this reportable lab finding is 15-jul-2021.